Event description:
The customer reported that during a patient brain procedure there was an area of hypodensity in the center of the field of view (fov). The pt was scanned on a magnetic resonance imaging (MRI) system to confirm that the area of hypodensity was an artifact. The customer performed air calibration to eliminate the artifact. Philips service confirmed that there was no mistreatment. Philips service determined that the system was being operated within philips thermal specifications for the system and that the customer was performing the specified weekly air calibrations.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).